Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Bendel, m.a., moeschler, s.m., qu, w., hanley, e., neuman, s.a., eldrige, j.s., hoelzer, b.c. Treatment of refractory postdural puncture headache after intrathecal drug delivery system implantation with epidural blood patch procedures: a 20-year experience. Pain research and treatment. 2016. 2134959. (1-5). Doi: 10.1155/2016/2134959. Summary: this study aims to provide a retrospective report of epidural blood patch (ebp) for patients suffering from postdural puncture headache (pdph) related to intrathecal drug delivery system (idds) implantation. Reported events: a (B)(6) male with an indication of spasticity and spinal cord injury had their catheter level at l2-l3. The patient had a post-dural puncture headache (pdph). The patient had symptoms refractory to conservative treatment that included bedrest, intravenous (IV) fluids, and caffeine. The event required an epidural blood patch at l4-l5. All patients reviewed achieved relief of the pdph symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.